Event description:
It was reported that during patient use, the ventilator had a graphical user interface (gui) reset. The ventilation was not interrupted when the gui reset occurred. There was no report that the patient was harmed or injured as a result of this event. There ia no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the ventilator and replaced the liquid crystal display (lcd) graphical user interface (gui) display with a new light emitting diode (led) gui, and universal serial bus (usb) flash drive.the cse then updated the software to the current revision level. The ventilator then passed all performed testing.